Manufacturer narrative:
Additional information: h6, h10 an event of valve slipped out of annulus was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 27mm portico tavi valve was selected for implant. After the valve was fully deployed the valve "slipped out" of the annulus. The valve did not block the coronary artery when it popped up, there was sufficient calcium on the native valve and no tension was on the delivery system at the time of final deployment. The implant depth was 4mm. A valve in valve was performed and a new 27mm portico tavi valve ((B)(4)) was successfully implanted without any complications. Post dilation was performed after the second valve ((B)(4)) was deployed. The patient did not have an acute aortic angle and the final implant depth after the valve in valve was 5mm. The patient was reported to be in stable condition.